Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode and was hospitalized. The root cause of the syncope was unknown. The patient contacted boston scientific technical services (ts) for assistance with completing a remote interrogation from the hospital. A cell phone adapter was shipped to the patient to complete a remote interrogation away from the home. No additional adverse patient effects were reported. Available information indicates this product remains implanted and in service.